Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: jka, fpa. Common device name: blood specimen collection device; intravascular administration set. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use the hub separated from device when attempting to activate safety mechanism with a bd vacutainer® ultratouch¿ push button blood collection set. The following information was provided by the initial reporter: it is reported needle separated from barrel when attempting to activate locking mechanism.

Manufacturer narrative:
H.6. Investigation summary bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for barrel separation with the incident lot was observed. Additionally, evaluation of the customer samples was performed and barrel separation was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that during use the hub separated from device when attempting to activate safety mechanism with a bd vacutainer® ultratouch¿ push button blood collection set. The following information was provided by the initial reporter: it is reported needle separated from barrel when attempting to activate locking mechanism.